Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer performed an ion selective electrode and system wash, and replaced the buffer. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse disassembled and cleaned the ion selective electrode (ise) components. The cse replaced the buffer pump seals and removed a kink from the buffer tubing. The cse calibrated the ise and ran quality controls, which resulted within range. The cause of the discordant, falsely elevated cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated chloride (cl) results were obtained on three patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting lower. Corrected results were reported for some of the samples to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated chloride results.